Event description:
On (B)(6) 2016, a cna was using the ez stand + pivot machine to put a resident on the commode when the metal bar broke and the resident dropped onto the commode suddenly. The resident received bumps and bruises and the stand and pivot machine was taken out of circulator and removed from use.